Event description:
Beckman coulter automate 800 analyzer is used as preanalytical automation in lab. One function of it is to aliquot serum or plasma from primary blood collection tubes into secondary aliquot tubes. Uses a disposable pipet tip for each primary tube. On (B)(6) 2013 was noticed instrument was not discarding used pipet tips. Tip remained on pipetor and crashed when it tried to pick up new tip. Crash did not generate error and instrument continued to operate. Sensor in waste disposal is present but not detecting discard. Use of used tip causes cross contamination of pt specimen and erroneous lab results. Problem was sporadic and unk how long had been occurring. Per beckman rep this incident caused discovery of problem. Software fail safe on other automated processors was assumed to be present and functional on automate 800 but is not. Problem reproducible on automate 800 at beckman facility. Assuming problem applies to all automated 800 instruments. Reason for use: electronically receive, centrifuge, aliquot, sort.